Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that samples from the sorin heater-cooler system 3t showed increased bacterial counts. There is no known patient involvement. The customers wishes to return the unit to sorin group (B)(4) for deep disinfection and replacement of the internal tubing, as the unit is currently equipped with the old style tubing. Follow-up communication with the customer revealed that the accessories (connectors, external tubing etc.) Were replaced before reinstallation of the unit after it had undergone deep disinfection at sorin group (B)(4) in september 2015. The internal tubing has not been replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that samples from the sorin heater-cooler system 3t showed increased bacterial counts. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) . The unit was returned to livanova (B)(4) in august 2016 to undergo a second deep disinfection process (deep disinfection also performed in (B)(6) 2015), including internal tubing replacement. Visual inspection did not reveal obvious biofilm; only minor residues were found. Deep disinfection was performed and the existing microbial contamination was successfully removed. The unit was returned to the customer in (B)(6) 2016. The customer provided test results of water samples taken in (B)(6) 2016, which confirm the reported bacterial contamination. Review of the results from the first deep disinfection performed in (B)(6) 2015 confirmed that the unit was returned to the customer with no contamination at that time. As the unit was in use by the customer between the deep disinfection in (B)(6) 2015 and the date of this complaint, livanova (B)(4) believes that the user has not always strictly adhered to the cleaning instructions in the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).